Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window product advisory that was initially communicated on 4/5/2007 exhibited a battery voltage of 2.60 v after 26 months of implant. A boston scientific crm technical services representative suggested monthly follow up's with the patient via the latitude remote monitoring system. New information received indicates that the device was explanted and returned for analysis.

Manufacturer narrative:
The device is undergoing analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.